Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The cause of the peritonitis event was a lack of aseptic technique. This is supported by the culture results of gram positive cocci. One of the primary causative organisms of peritonitis in elderly and younger patients are gram-positive bacteria. Staphylococcus, a normal flora in human skin, is the predominant bacteria and mainly caused by contact contamination. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the available information and no allegation of a defect, the liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse (rn) reported to fresenius customer service that this peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was diagnosed with peritonitis in (B)(6) 2025 (no dates available). The patient had been admitted to the hospital and diagnosed with gram positive cocci peritonitis. No organism was available. The antibiotic therapy was unknown. During the hospitalization, the patient¿s pd catheter (not a fresenius product) was removed. The patient was transitioned to hemodialysis (hd). The patient was discharged on an unknown date. The cause of the peritonitis event was reported to be a breach in aseptic technique. The patient has remained on hd with plans to return to pd therapy. The return to pd was delayed as the patient had an abdominal procedure unrelated to pd therapy. The patient had the staples from the procedure removed on (B)(6) 2025. The patient is scheduled to return to pd after recovery is complete. No additional information is available.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A registered nurse (rn) reported to fresenius customer service that this peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was diagnosed with peritonitis in (B)(6) 2025 (no dates available). The patient had been admitted to the hospital and diagnosed with gram positive cocci peritonitis. No organism was available. The antibiotic therapy was unknown. During the hospitalization, the patient¿s pd catheter (not a fresenius product) was removed. The patient was transitioned to hemodialysis (hd). The patient was discharged on an unknown date. The cause of the peritonitis event was reported to be a breach in aseptic technique. The patient has remained on hd with plans to return to pd therapy. The return to pd was delayed as the patient had an abdominal procedure unrelated to pd therapy. The patient had the staples from the procedure removed on (B)(6) 2025. The patient is scheduled to return to pd after recovery is complete. No additional information is available.